Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pc unit had an 800.8000. It was reported that around 1840, the pc unit was being used along with pca module. Versed, precedex, narcan, and cisatracurium were infusing at the time of the event when the pc unit alarmed "system error". The customer further noted that at the time of the event, the patient was "very sick" and was using total of "18 pumps". There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the pc unit had an 800.8000. It was reported that around 1840, the pc unit was being used along with pca module. Versed, precedex, narcan, and cisatracurium were infusing at the time of the event when the pc unit alarmed "system error". The customer further noted that at the time of the event, the patient was "very sick" and was using total of "18 pumps". There was patient involvement but no harm.